Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed which resulted in pacing inhibition however, the patient did not experience asystole. Additionally, there were high thresholds and these observations occurred after being implanted a few weeks ago. It was suspected that there was a micro perforation. Subsequently, this rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.